Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated multiple ¿loss of prime¿ due to zero force warnings on the reported event date. A 1 unit per hour basal program was executed on the pump for a 24 hours with no ¿loss of prime¿ or prime related warnings. The ¿ez-prime¿ steps were successfully performed on the pump with no issues. The force sensor was found to be within calibration. The pump was opened and no issues were found with the force sensor pins or solder connections. No evidence of contamination or damage was found to the traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has experienced elevated blood glucose (bg) up to 400mg/dl with shortness of breath and chest pain due to recurring loss of primes. The reporter stated the alarms occur overnight and result in elevated bg. The patient was reportedly given a bolus per pump recommendation after the alarm was cleared and the site was changed, and then the patient's bg reportedly went down to 50mg/dl with lethargy. The patient's low bg was reportedly treated with juice and food. Troubleshooting found that the insulin vial was not being pressurized during cartridge fill, and the reporter stated refrigerated insulin was being used. The reporter noted that the loss of primes occurred with cartridges from two different boxes. The reported low bg does not meet criteria for a serious injury. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to recurring loss of prime alarms.

Manufacturer narrative:
Recurring loss of primes are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications.